Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
Legal counsel reported to dexcom that the patient¿s receiver/display device allegedly failed to alert. It was stated that the patient suffered serious injuries including but not limited to hyperglycemia requiring in-patient hospital care for treatment of her alleged injuries. Despite additional requests for information, no further information was provided.